Event description:
It was reported that prior to a rotational atherectomy procedure, the wire fractured outside of the patient during testing. No patient injuries or complications were reported.

Manufacturer narrative:
The wire has not been returned for analysis as of the date of this report.